Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant attempt, the helix would not extend/retract appropriately. After over twenty five rotations, the helix was "popping" during extension/retraction. Also, the lead would not fixate to the septum. Multiple attempts were unsuccessfully made to move the lead and extend/retract the helix. The lead was not used and a new lead was implanted and fixated appropriately. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in blood. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.